Event description:
The customer reported that patient's PICC found leaking. The writer informed charge nurse, who confirmed the same. Charge nurse then informed the nurse practitioner. Nurse practitioner attempted to remove PICC but resistance met. Nnp informed primary neonatologist. Nnp informed pediatric surgery team, to remove PICC in or. The device was explanted. There was no harm reported.

Manufacturer narrative:
Additional product code: foz. An investigation is currently underway. Upon completion the results will be forwarded.